Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ucl internal brace using ar-1787pj-cp, a mini ib 2.0 kit. The surgeon followed proper technique for anchor insertion and had no trouble with the first anchor but, the second anchor broke while he tried to insert it. The broken anchor was removed entirely and the case was completed using a 4.75 swivelock.